Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips the device has a shock equipment malfunction message and pacer equipment malfunction message. There was no pt involvement.